Event description:
It was reported that the patient experienced inflammation and red tissue around the ipg and extensions. An allergy test was negative to all the items. The redness worsened and the surgeon decided to explant the ipg and extensions. It was reported that there was no patient injury, but the patient outcome was unknown.

Event description:
Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): extension model 37085-95, serial# (B)(4), implanted: unknown, explanted: 2012-(B)(6); extension model 37085-95, serial# (B)(4), implanted: unknown, explanted: 2012-(B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model#: 37601, serial#: (B)(4)) found no anomaly. Good, stable output was measured on all electrode pairs. Normal impedances were observed. Analysis of the first extension (model#: 37085-95, serial#: (B)(4)) found no anomaly. No shorts between circuits were detected. Analysis of the second extension (model#: 37085-95, serial#: (B)(4)) found no significant anomaly. The extension was returned in two segments due to it being split intra-operatively during explant. No shorts between circuits were detected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.